Event description:
Echo lab personnel connected the device to a patient with disposable defibrillation/ECG electrodes as a precaution to a cardiac ultrasound procedure. According to the reporter, when the device power was removed from the ac wall socket, the device would not power on in battery mode. A backup device was called for and used and no adverse affects to the patient were reported as a result of the alleged malfunction.